Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-04060. It was reported the patient was no longer receiving effective stimulation therapy from the scs system. A company representative met with the patient and a system diagnostics revealed multiple lead contacts with high impedance. Follow up identified the patient underwent a lead revision procedure. During the surgery the physician found the source of the impedance issue were the scs extensions. The physician decided to replaced both of the patient's scs extensions.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-04060. Additional information received identified a company representative met with the patient to reprogram the patient's scs system. The patient reported receiving stimulation therapy coverage of his painful areas.